Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device won't start, there is a therapy board error message. There was no report of patient involvement.